Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve explant from the pulmonary position due to regurgitation, patient received implant of another bioprosthetic device. The operative report documents degeneration of the valve. The reported device has not been returned to manufacturer; therefore, the reported clinical observation cannot be investigated and a root cause cannot be determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that an aortic bioprosthetic valve, implanted in the pulmonary position (off-label) was explanted after approximately five (5) years due pulmonary regurgitation. The patient received replacement bioprosthetic valve in the pulmonary position. The patient also received replacement of her aortic valve. Patient is (B)(6) at time of explant. Patient is in satisfactory condition.